Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated, should further information be provided.

Event description:
Boston scientific received information that during a follow up out of range pacing impedances were noted on the right atrial (ra) lead, with loss of capture on both this right atrial (ra) lead and the right ventricular (rv) lead. The patient was hospitalized and a new competitor lead was added. An x-ray did not show any damage, and the patient was not pacemaker dependent. No adverse patient effects were reported. The ra and rv leads were surgically abandoned, while the device remains implanted.